Event description:
It was reported that the procedure was to treat an 85% stenosed, mildly calcified lesion in the circumflex (cx) artery. During advancement of the 2.25x18mm xience xpedition stent delivery system (sds), resistance was met with the non-abbott guiding catheter and the sds proximal shaft separated. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Event description:
Subsequent to the initial MDR being filed the correct part # was received. Therefore, the case details have been updated accordingly: it was reported that the procedure was to treat an 85% stenosed, mildly calcified lesion in the circumflex (cx) artery. During advancement of the 2.25x18mm xience prime stent delivery system (sds), resistance was met with the non-abbott guiding catheter and the sds proximal shaft separated. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The difficult to position with the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for difficult to position with the guiding catheter or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.